Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose value at time of incident was 324 mg/dl. The customer¿s current blood glucose value is 556 mg/dl. The customer was treated for high blood glucose with bloused using insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer did not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The customer¿s sister was declined to troubleshoot for high blood glucose level and cannula was bent. The insulin pump will not be returned for analysis.